Event description:
It was reported that an ilet user experienced hyperglycemia upon waking, with pump and fingerstick readings of 213 mg/dl and a flat trend arrow, later decreasing to 194 mg/dl, and the user noted morning highs are typical. Symptoms included feeling shaky. Outcomes included no injury, no medical intervention beyond self-monitoring, and no hospitalization. Troubleshooting and education were completed, and the user elected to wait for glucose to decline without changing equipment. Investigation included case review and user-reported device performance assessment. Investigation of this case revealed no device malfunction reported and no evidence of dose delivery failure. It was concluded that the hyperglycemia had an unclear cause and the device was performing as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.